Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(4) 2014, it was reported that the patient was admitted to the hospital with ketoacidosis. The patient stated that her infusion set had become disconnected from her body and she did not notice for 6 hours. Her blood glucose level became elevated to 550 mg/dl and she was unable to correct it on her own. The patient's husband took her to the hospital. The infusion set was discarded.